Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event, delrin ball is missing, was confirmed. The technician observed that the delrin ball was missing from the housing. Based on similar complaints, possible causes of a missing delrin ball include wear and tear, mechanical damage to the delrin ball that can cause it to shatter, or degradation of the delrin ball due to extended autoclaving.

Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing during inspection of the device. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing during inspection of the device. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.